Manufacturer narrative:
Initial reporter¿s phone number extension: ext: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose. It was also determined that the device was power broken (operating with the safety engaged), the locking components were damaged, and the device lacked lubrication. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was broken. During in-house engineering evaluation, it was observed that the device was power broken (operating with the safety engaged). There were no delays to the planned surgical procedure an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.